Manufacturer narrative:
Additional information was provided, which indicated a qualified cartridge was used with a qualified handpiece with viscoelastic. Not enough information was provided to conduct a review on the cartridge. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire was not received. (B)(4).

Event description:
A customer reported following an intraocular lens (iol) implant procedure, the patient experienced blurry vision and couldn't see clearly; residual myopic astigmatism remains. The lens was exchanged. Additional information was requested.

Manufacturer narrative:
(B)(4).